Event description:
It was reported that a user experienced hypoglycemia while using the ilet after weightlifting, with a documented lowest blood glucose of 53 mg/dl, and the user attributed the event to remaining connected to the pump and consuming carbohydrates before exercise. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery following oral carbohydrate treatment, with blood glucose trending upward by the end of the interaction and no hospitalization. Investigation included troubleshooting and education provided to the user regarding exercise management and guidance to disconnect the pump when preloading carbohydrates before workouts. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.